Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Ocsm checked the subject device and duplicated the reported phenomenon. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported phenomenon could not be identified. However, based upon the information from ocsm, omsc surmised that the reported phenomenon was attributed to the communication failure due to the breakage of the camera cable. The exact cause of the camera cable breakage could not be identified. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The facility finished the case with another similar device. It¿s not delayed more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to olympus (B)(4) as a result of the evaluation, the following was confirmed. -the camera cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.